Manufacturer narrative:
Add'l info has been requested, however, at this time no device identifier has been provided and the device remains implanted in the pt. If add'l info is received, a supplemental report will be submitted. (B)(4).

Event description:
The surgeon reported that a stent became dislodged at the one-day postoperative visit. On gonioscopy at the slit lamp the stent was visible sitting in the inferior chamber angle. The surgeon stated that the stent appeared to be properly placed in the canal of schlemm at the time of surgery. Postoperatively, the pt is healing well, iop is controlled, and the cornea appeared fine and the pt is under observation. Add'l f/u has been requested in order to determine whether intervention is required.